Event description:
Healthcare professional reported right deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases, white particles inner device, wear abrasion and opening crack leak test and microscopic analysis were performed which identified: crack opening and partial delamination of the valve (20%). Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve, and a delamination partial of the valve (adhesive failure).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right deflation. Device has been explanted.